Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several occurrences of potential switching events prior to the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation has been opened to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-02702, 02703, 02704, 02705, 02706 and 3007042319-2016-01654) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-02702, 02703, 02704, 02705 and 02706) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that this patient experienced power switching on numerous batteries. The patient also reported that (B)(4) was showing a flashing yellow light on the battery charger despite trying several ports. Log file review performed by a clinical engineer "indicated that the patient had a controller power up and associated motor start on (B)(6), 2015 indicating that both power sources were disconnected from the controller". Log file review also identified potential switching events with several batteries; unfortunately, these events could not be 100% confirmed. The controller and batteries were exchanged with no reported effect on the patient. Investigation is ongoing.